Manufacturer narrative:
Mentor received confirmed dates of implant and explant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 405cc mentor memorygel xtra breast implant was opened during an operation and found to contain white spots suspected as mold. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware this was not an intraoperative event as previously reported. A date of implant and explant were confirmed, indicating a serious injury. Coding and reportability has been adjusted. On may 30, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware the patient experienced capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, measurement of the white particles, and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 405cc breast implant has white dots within the gel, measuring approximately 0.02 mm² (0.0002 cm²). Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the identification and characterization of the white dots observed within the gel. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the event reported were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. According to the manufacturing investigation, mentor is not able to perform the characterization and identification on the ¿white dots¿, therefore the complaint investigation team and applicable quality engineers are unable to confirm if the ¿white dots¿ are triglycerides, mold, or of it's a problem of the manufacturing process. Also, the collected process controls and data records for the gel implant meet specifications. The ¿white dots¿ mentioned in the product complaint cannot be conclusively confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, measurement of the white particles, and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant has white dots within the gel, measuring approximately 0.02 mm² (0.0002 cm²). Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the identification and characterization of the white dots observed within the gel. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the event reported were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. According to the manufacturing investigation, mentor is not able to perform the characterization and identification on the ¿white dots¿, therefore the complaint investigation team and applicable quality engineers are unable to confirm if the ¿white dots¿ are triglycerides, mold, or of it's a problem of the manufacturing process. Also, the collected process controls and data records for the gel implant meet specifications. The ¿white dots¿ mentioned in the product complaint cannot be conclusively confirmed as a manufacturing defect. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).